Event description:
Report received of an over-delivery of potassium. The pt was to receive 30meq kcl in 250ml ns to infuse over 5 hours. The pump was programmed in the concurrent mode of delivery with d5ns at 100ml/hr on the primary line and 250ml ns with 30meq kcl at 50ml/hr on the secondary line. The infusion was started at 1500 on event date. At 1730, the pump was alarming with an unspecified alarm alert. The rn reported that the kcl infusion that was set to run for 5 hours was complete at this time after 2.5 hrs. There was no reported harm to the pt and no adverse event. Though requested, there was no further info available.